Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture, loss of sensing and muscle stimulation. Attempts to recreate the noise were unsuccessful. Later information became available that this lead was explanted and replaced with a non boston scientific lead and will likely be returned to us for warranty consideration. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was confirmed that the complete lead was returned, with some setscrew marks noted on the terminal pin and ring of the lead. There was a cut through the outer and inner insulation at 17 and 17.4 cm from the terminal pin. This cut was likely induced at implant of the lead. Additionally there were two punctures in the lead insulation where the coils were slightly stretched at 26 cm from the terminal pin, this damage also likely occurred at implant. There was dried bodily fluid found in the lead lumen which most likely came in through the cuts in the lead body. Direct current testing showed the conductive paths of the lead were continuous. The damage noted was determined to be procedurally induced, and likely occurred at implant.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.